Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been completed. Manufacturing location: (B)(4). Supplier: (B)(4), manufacturing date: march 04, 2011, no non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2016, that the attachment of the hohmann-style arm has broken during surgery. No broken fragments were generated and therefore, no fragments remain in the patient. A surgical delay of 15-20 minutes was reported. The procedure was completed successfully. Patient status is unknown. This complaint involves one part. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: product evaluation was completed for part # 398.752, lot # 10-5857. The key engineering feature to prevent this type of complaint has been identified to be the laser welding between the hook and the body, which must withstand 5nm torque as specified on the drawing. There are wrench scratch marks on the body of the returned attachment, and the hook had not been returned. The investigation confirmed the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.